Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01700.

Event description:
The patient was undergoing a coil embolization procedure in the anterior cerebral artery (aca) using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician successfully placed a smart coil in the target vessel using a non-penumbra microcatheter. The physician then advanced a new smart coil into the target vessel and used the handle to detach it; however, the smart coil failed to detach despite several attempts using the handle. Subsequently, the physician opened a new handle and was able to successfully detach the smart coil. The procedure was completed using three additional smart coils and another handle. There was no report of an adverse effect to the patient.